Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event was previously reported for malfunction as there was a suspected lead movement, however additional information clarified that the x-ray confirmed that the lead was in the proper place. Information does not reasonably suggest a malfunction occurred, therefore event is not reportable.

Event description:
It was reported that the device was turned off in (B)(6) 2013 and the patient was getting an x-ray for suspected lead movement or left leg pain. Additional information received reported that the x-ray showed that the lead was in proper location. The patient continued to have pain when the device was turned off, so she was evaluated and found to have sciatica. After treating sciatica with physical therapy, the patient's pain resolved. The cause of the event was suspected to be from physical activity, but it was not device related. The device was turned back on while the patient's sciatica was being treated, and the patient's symptoms improved once again, and she was doing well.

Event description:
It was reported that the device was turned off in (B)(6) 2013 and the patient was getting an x-ray for possible lead movement or left leg pain. Additional information received reported that there were no adverse events related to the device and that the leg pain was for a ¿completely different reason¿ that was ¿unrelated to the device.¿ it was further clarified that the patient had sciatica and had recovered. The device was ¿back on and working fine.¿ patient information, x-ray results, and possible device issue were unclear/unknown. Follow up is being conducted to obtain this information. [Omitted related events: lead moved after 3 days, lead replacement, did not improve, implant failed/removed.]